Manufacturer narrative:
(B) (4) therapy/non-surgical treatment, additional the complainant indicated that the device was disposed and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed. Disposed.

Event description:
It was reported to boston scientific corporation that a radial jaw 4 single use biopsy forceps standard capacity was used during a gastric esophageal biopsy performed on (B) (6) 2010. According to the complainant, during the procedure, biopsy samples were taken that required 3 clips to close and stop the bleeding at the biopsy site. The procedure was completed with this device. There were no additional patient complications reported as a result of this event. The patient's was able to go home the same day.